Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient cancelled the explant procedure and had not been rescheduled. It was noted that the patient needed some time before proceeding with the explant. No further course of action will be taken.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.

Event description:
A report was received that the patient will undergo an explant procedure for unknown reason.